Event description:
It was reported that the plaintiff was implanted with the device on or about (B)(6) 2004 for treatment of stress urinary incontinence. Following the surgery, the plaintiff had trouble urinating, cannot walk for prolonged periods of time, suffered pain on an ongoing basis, suffered from recurring infections and cannot engage in sexual relations. The plaintiff has taken and continues to take pain medication. The plaintiff has undergone numerous medical procedures, including, but not limited to, surgical procedures in an attempt to relieve her pain. To date, the attempts have been unsuccessful. The plaintiff has experienced significant physical, psychological and emotional pain and suffering, and has sustained permanent and debilitating injuries, as well as severe problems with incontinence and prolapse. The legal report indicates the pt had a monarc device implanted. However, the lot number provided indicated a sparc device. It is believed the pt had a sparc device implanted.

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent. (B)(4).